Manufacturer narrative:
Analysis of the 8780 catheter revealed catheter body broken. The catheter was received in three segments. As received, segment 2 had cosmetic melted areas on its surface, while the distal side of segment 2 and the proximal side of segment 3 had an unusual look to it. The distal and proximal sides of segment 2 and 3 appeared to have been crushed (broken). The proximal side of segment 3 was noted compressed.

Manufacturer narrative:
Corrected information: conclusion code no longer applicable.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative related to a (B)(6) male patient receiving 25mg/ml infumorph at 4.5mg/day via an infusion pump implanted for non-malignant pain. The patient's medical history included evidence of advanced baastrup disease/overgrowth of boney structures. It was reported that the patient had a blood patch performed on (B)(6) 2015 due to spinal leak and had complained of postural headaches. Approximately one week ago (B)(6) 2015 the patient had been out walking and felt a pop, then had a lot of pain and postural headaches resumed. The patient had not reported any symptoms of withdrawal. The patient was admitted to the hospital on (B)(6) 2015 and the hcp ordered a CT (computed tomography) which showed a discontinuation of the catheter. Surgery was required to replace the catheter and repair the spinal leak on (B)(6)2015. The hcp was able to get all broken pieces of the catheter out of the intrathecal space. The catheter pieces that appeared to have been sheared by the patient's bony structure would be returned; they were in the possession of a manufacturer's representative at the time of this report. The issue was reportedly resolved and the patient was alive with no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.